Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results, with two different aviva meters, within 10 minutes: 124 mg/dl (aviva system 1) and 265 mg/dl (aviva system 2). Customer is not sure if she used strips from the same vial or two different vials during the test. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.